Event description:
The surgeon was advancing a 3-piece collamer lens model cq2015 in the injector prior to insertion and noticed one of the haptics was getting torn, so he decided to eject the lens on the sterile tray and the haptic tore off completely. There was no patient contact or injury.